Event description:
Device 2 of 2 reference MFR report: 3008829311-2017-00675 it was reported the patient has experienced stimulation since the leads were implanted. Surgical intervention was undertaken and during the procedure the leads were cut (reference MFR report: 3008829311-2017-00677 and MFR report: 3008829311-2017-00678). The physician removed and replaced the leads. Postoperatively, the patient is reportedly receiving effective therapy.